Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded 500 mg/dl due to the issue. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and then reset the pump with assistance from technical support. No further malfunctions occurred after the reset, and the customer was advised to contact support if the problem recurs.